Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the philips bench for an unrelated issue, the philips bench repair technician observed the antennae on the ac module was damaged. There was no patient involvement.